Event description:
The following was reported to davol: it was reported by the hospital facility, that the barrier (hydrogel coating) of the ventralight st mesh was peeled off out of the package. As reported the issue was noticed when removing the product from the packaging, prior to hydration. No issue was noted with the product packaging before opening. The case was successfully completed using another ventralight st mesh. There was no patient injury or significant delay reported as a result of the problem experienced.

Manufacturer narrative:
The device was returned to davol for evaluation. The returned sample was blood stained and folded, showing no evidence of possible attempted use and insertion into the body. Visual examination confirmed voids in the hydrogel coating. At this time a definitive root cause cannot be determined and no conclusions can be made. A review of the device history records for this production lot found no anomalies. No other complaints have been reported to date for this lot of (B)(4) units.